Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed via cinefluoroscopy. Lead remains implanted. The patient will continue to be monitored.

Event description:
New information received states the lead was capped and replaced during a routine generator replacement procedure. No further information is available.